Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was received inserted into an unknown introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was slightly prolapsed at the distal tip, indicating retraction issues. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The catheter was kinked 5.3cm from the strain relief. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. The introducer sheath was examined under microscopic magnification (10x) and the distal tip was flared, likely indicating retraction issues. Functional/performance evaluation: the balloon was unable to be retracted through the introducer sheath. The balloon was unable to be advanced forward through the sheath. The distal end of the introducer sheath was slice open and the balloon was able to be advance forward through the introducer sheath. Upon advancing the balloon through the sheath, the catheter remained in one piece as the polyimide remained intact. The edges of the proximal end of the butt joint break were examined under microscopic magnification (20x) and observed to be slightly jagged. The edges of the distal end of the butt joint break were examined under microscopic magnification (16x) and observed to be slightly jagged. No fiber disturbance was observed on the balloon. No further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a break at the butt joint and retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). It is likely that excessive force attempting to retract the balloon through the sheath caused the catheter break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the brachiocephalic vein the pta balloon allegedly broke off from the main catheter shaft the first inflation. Reportedly, the sheath and balloon catheter were removed from the patient with no issues. Another balloon was used to complete the procedure. There was no report of patient injury